Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
Following an evoke spinal cord stimulation (scs) system permanent implant procedure, the patient reported numbness in their legs. The patient was hospitalized, and a magnetic resonance imaging (MRI) was performed. The patient reported resolution of symptoms the following day and was subsequently discharged.

Manufacturer narrative:
Section h6 - component code: previously reported as part/component/sub-assembly term not applicable (4755) updated to generator (825). The device remains implanted. The root cause for the perceived numbness could not be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: undesirable changes in stimulation sensation and/or location; weakness, clumsiness, numbness or pain below the level of lead implantation."